Manufacturer narrative:
One suspect pump was returned for evaluation. The event history log (ehl) was reviewed. Visual and functional tests were performed on the returned device. Upon visual inspection, air detector was found to be loose and downstream occlusion (dso) seal delaminated. Air detector does not slide under gauge in air detector height verification. Replaced, air detector, dso seal. The probable cause of the reported problem is unknown.

Event description:
It was found during investigation that the pump has a loose air detector sensor. There was no patient involvement, and no harm.